Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysm aortic neck was 24mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150mm. The pt has a history of hypertension and peripheal vascular disease. Aneurysm and vessel morphology are unk. It was reported that the device was pulled down with initial deployment, and a type I endoleak was reported. The device was pulled down farther with an angioplasty balloon in order to provide adequate room for an aortic cuff. A 26 mm diameter x 3.75 cm length aortic cuff was implanted without incident. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.